Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a high vault, iris pigmentosa, and a mid-shaped post-operative iris. The lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).